Event description:
It was reported that the patient presented to the clinic with bradycardia symptoms. Interrogation of the device showed the ventricular lead impedance was greater than 9999 and there was no output. The patient was scheduled for a new ventricular lead but after the new lead was implanted the physician tested it with the original device and still there was no output. The physician determined that the issue was with the generator and not the lead after all. The lead and the generator were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): 4092 ventricular lead - (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.